Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to clinic with chest pain. Increase in capture threshold and drop in sensing was observed. Lead had perforated the heart. Lead re-positioning was unsuccessful, so the lead was explanted and replaced. Patient's condition was stable post-procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed, and the lead was found to be within specification.